Event description:
It was reported that pump displayed malfunction code malf 09 with associated fault ID and could not be reset, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump will be replaced. The customer reverted to an alternate method of insulin therapy.